Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6431477 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: 225cc mentor memorygel breast implant, catalog # 3507225bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who had a 225cc mentor memorygel breast implant placed experienced left sided rupture post procedure. The rupture was confirmed through magnetic resonance imaging. Future replacement is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date.